Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci assisted left hemicolectomy surgical procedure, the medium-large clip applier instrument tips were shifting side to side when applying clip. The procedure was completed with no reported injury.